Event description:
It was reported that the pt experienced a return of symptoms noted during the normal refill cycle. The pump programming was reported to be correct and the event logs were normal. It was subsequently reported that the catheter had dislodged. The pt underwent a catheter revision; the distal segment was replaced. Final pt outcome was not reported.

Manufacturer narrative:
Result: used for the catheter.